Event description:
Info received indicates mattress fluid ingress.

Manufacturer narrative:
The tech found the mattress ticking was torn and fluid had penetrated. A new mattress was ordered to repair the bed.